Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had motor stall, the stall was confirmed in the event logs. No recovery was noted. The stall occurred on (B)(6) at 8:30 am, the pt was not near any emi and had not had an MRI. The pump was in stall mode and the pt was not receiving medication. The pump was scheduled to be replaced. The pt had an increase in pain. The drugs used in the pump at the time of the event were hydromorphone, clonidine, and bupivicaine. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.